Manufacturer narrative:
Results: the returned jet7 was kinked at approximately 129.0 cm from the hub. Conclusions: evaluation of the returned jet7 confirmed a distal kink. The complaint reported that during the procedure, resistance was encountered while advancing the jet7 in a tortuous turn and right against the wall of the ica. If the device is forcefully advanced against the resistance, damage such as a distal kink may occur. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the internal carotid artery (ica) and m1 of the middle cerebral artery (mca) using a penumbra system jet 7 reperfusion catheter (jet7), a neuron max 6f 088 long sheath (neuron max), a non-penumbra microcatheter, and a wire. During the procedure, the physician advanced the jet7 through the distal tip of the neuron max. It was reported that the jet7 exited the distal tip of the neuron max in a tortuous turn and right against the wall of the ica. Subsequently, the physician experienced resistance and the jet7 was therefore removed. Upon removal, the jet7 was observed to be kinked. The procedure was completed using another catheter with the same neuron max, microcatheter, and wire. There was no report of an adverse effect to the patient.